Manufacturer narrative:
E.1.: reporting address state and institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a touchscreen issue. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a touchscreen issue. The touchscreen was not responding to commands. The customer attempted to enter diagnostic mode to perform touchscreen calibration, but the touchscreen did not respond. This investigation is ongoing.

Manufacturer narrative:
It was reported that there was a touchscreen issue. A philips authorized service provider (asp) went onsite and replaced the user interface (ui) assembly. The philips asp performed touchscreen calibration and functional tests after with passing results. The philips asp replaced the ui assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.